Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not working. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. The customer reported to the remote service engineer (rse) that the accept button was not functional. Rse informed the customer that the latest version of the service manual is version r and advised the customer to reference page 185 for the replacement of the switch printed circuit board assembly (pcba). The rse also provided the customer with the part number of the switch pcba for repair.